Manufacturer narrative:
B2: other: urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working correctly. Patient stated that they noticed improvement during the first week, but lost it yesterday. Patient stated that when they go to the bathroom it was just a tiny bit and not a full bladder void like it was supposed to be. Patient said that yesterday they went several times in just 2 hours and it just dribbled which was very unusual for them. Agent offered to review how to connect to the implant, but they declined education as they were already familiar on how to do it. Agent advised patient that they can make adjustments if they consider it necessary. Agent advised the patient to monitor their symptoms and to follow up with their healthcare provider if needed.